Event description:
A technician reported five pts with myopic surprises following intraocular lens (iol) implant surgery. This pt had bilateral iol implant procedures. Medical records were requested and rec'd. According to the medical records, this pt reported experiencing blurry vision post operatively. Additionally, he reported his vision was blue and it was difficult for him to get around. The pt also reported occasional discomfort. The pt had a medical history significant for hypertension, a left inferior, temporal quadrantanopia secondary to a cerebrovascular accident and dry eyes (pre-existing). Additional information has been requested. There are five medical device reports associated with this event. This report is for the right eye of the first pt. The left eye for this pt has previously been reported under 1119421-2010-00994.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 09/02/2010 and 09/28/2010 by phone, fax, and mail. Medical records were rec'd on (B)(4) 2010. A completed questionnaire has not been rec'd. (B)(4).